Event description:
Customer reports that meter read 45 mg/dl on display before dosing the strip while using the aviva system. No quality controls were run during the call. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.